Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the device was broken and a fragment had come off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, it was reported by a sales representative via (B)(4) that an ar-1409lp-50 reamer sheared off during an acl drilling procedure on 1/14. Subsequent x-rays in post-op follow-up showed a metal piece in the back of the knee. The patient was returned on (B)(6)2025 to remove the piece from the knee successfully. This occurred during use in a case with no patient effect.